Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture on the inner edge of the ccd objective lens and the universal cord is fractured and the light guide insertion rod is fractured. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: excessive forces and time-related deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image was not good. This was found during reprocessing. There were no reports of patient involvement.